Event description:
Udrs plate found to have broken after cast removal.

Manufacturer narrative:
The investigation shows that the plate broke by exceeding the materials strength after a few cycles under very high forces in low cycle fatigue mode. The strong plastic deformations of the fractured surfaces as well as the secondary cracks point to these high forces.